Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other complaint associated with this lot number, however the failure mode is unrelated to the one noted in this report. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which provides the following list of precautions: avoid improper handling. Never subject fiber optics to sharp bends in handling, use or storage. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 11jul2019 noting that the fiber broken during the installation at a point of angulation. After the incident, the device was removed and another used to complete the procedure. No adverse events were noted to the patient, and the device was not reused but given to the operating room team.

Manufacturer narrative:
PMA/510k # k133788. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during removal of stones using a cook® single-use holmium laser fiber the fiber broke, "angulation of ureteroscope quite important". "Angulation of the uteroscope relatively..." (Illegible). It is unknown how the procedure was completed. It was reported that there were no consequences to the patient as a result of this alleged product malfunction. Additional details have been requested regarding the patient and the event. At this time, no additional information has been provided.